Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod for longer than 48 hours their blood glucose level had rose to 400 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient received advise from the doctor to fill the pod with a minimal of 85 units and 200 units to fill the pod to the maximum. As treatment, the patient received a manual injection of insulin.